Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unspecified reason. The old aus was previously removed and a new aus was further implanted. No patient complications were reported in relation to this event.